Manufacturer narrative:
Investigation identified an exposed needle before opening the pod. When the device was opened, scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. The needle fully retracted when the device was opened. The defects found did not contribute to a failure of the pod's ability to deliver insulin. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 371 mg/dl while wearing the pod for 4 to 24 hours on the arm. The patient then changed the pod and gave a correction.